Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd¿ syringes had damaged plunger rods, 65 syringes had damaged/open packaging units, and 38 syringes had issues with blood exposure to the clinician. The following information was provided by the initial reporter: "it was reported via survey response that the clinician encountered reaction at the injection site (50), broken / damaged plunger rod (2), difficulty drawing fluid / medication into syringe (10), open packaging (50), packaging difficult to open / tears (50) and clinician exposure to blood / body fluid (8) related to luer lok and luer slip tip syringes as well as open packaging (15), packaging difficult to open / tears (25) and clinician exposure to blood / body fluid (30) related to catheter tip syringes". "Additional details related to clinician exposure states: the cannula slipped off the syringe due to too high pressure. Additional blood samples".